Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in a moderately tortuous and severely calcified right coronary artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10 atmospheres upon second inflation. The device was removed without any problem by normal method and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.